Event description:
It was reported by an attorney that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed on (B)(6) 2009 and mesh was implanted. On (B)(6) 2013 she underwent another gynecological procedure and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent anterior colporrhaphy, rectocele repair, removal of cervical polyps x2 and cystoscopy due to sui. It was reported that following insertion the patient experienced recurrence and urinary problems. (B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.